Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When unit was plugged in the patient reported receiving an error message and sparks emitted from the unit. The unit was replaced. There were no adverse patient consequences.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.